Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received several inappropriate shocks due to t-wave oversensing. It was noted that smart pass was off. The signal amplitudes improved post shock. No adverse patient effects were reported. A boston scientific technical services documented and discussed the clinical observations with the caller. No adverse patient effects were reported.